Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to force sensor damaged by moisture. The motor was tested outside the device and passed. The device was received with cracked case at display window corners and display window, and minor scratched lcd window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported insulin is squirting out during the manual prime process. The insulin pump is alarming. Customer is unable to exit the preparing to prime loop. The device was not bumped or dropped. The drive support cap appears flush. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose is 130 mg/dl. Nothing further reported.